Event description:
It was reported that the deep brain stimulation (dbs) patient experienced edema and a brain bleed following the lead implant procedure. The hemorrhage was confirmed with computed tomography (CT) scan. The patient was hospitalized and later discharged to recover at home. The patient still experiences some memory and cognitive issues.